Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had received a insulin pump error. Customer's blood glucose value was 240 mg/dl. Customer was able to successfully clear the alarm. Customer was unable to rewind the insulin pump. Customer stated insulin pump was not exposed to a high magnetic field. Customer was advised to discontinue the use of insulin pump and revert to the back-up plan. The device will be returned for analysis.